Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy, the perforator bit did not disengage at the desired time. It was further reported that an additional procedure had to be performed. It was also reported that there was no adverse consequences as a result of this event and follow up surgery, and the procedure was completed successfully.